Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient's scs was no longer working and many contacts on the stimulator were not functioning properly. The patient will undergo a revision procedure wherein the ipg and lead will be replaced.

Manufacturer narrative:
Additional information was received that high impedances were noted to be spread across multiple contacts which was suspected to be caused by anatomical or scar tissue related. No device malfunction was suspected. No further course of action will be taken at this time.

Event description:
A report was received that the patient's scs was no longer working and many contacts on the stimulator were not functioning properly. The patient will undergo a revision procedure wherein the ipg and lead will be replaced.